Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for thrombus. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. There were small cardiac chambers and the maximum transseptal height that could be achieved was 3.5cm. The steerable guide catheter (sgc) was brought to the left atrium (la) without issue. While steering down to the valve, the valve was crossed immediately. Advanced steering was used (a knob) but the height was insufficient to attempt grasping the leaflets safely. The clip and the sgc were removed. A new transseptal puncture was performed. The sgc was flushed but there were clots in the sgc that could not be removed. There was no thrombus in the patient. A new clip and sgc were used successfully. One clip total was implanted reducing the mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.